Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, episodes of noise and oversensing were observed on the atrial and ventricular channels which led to automatic mode switching (ams). The patient was stable and will continue to be monitored.